Event description:
The consumer reported two conflicting results when testing their children with the binaxnow covid-19 antigen self-test on kitted nasal swab samples on (B)(6) 2022. This report is one (1) of two (2). The consumer reported that their child tested with the binaxnow covid-19 antigen self-test which generated a positive result. Retesting was performed with a new binaxnow covid-19 antigen self-test which generated a negative result. The consumer indicated that their child had cold like symptoms and a cough at the time of testing. No confirmatory testing was performed and no additional information was received.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report number 1221359-2022-04274.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 204350 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 204350 and device part number 195-430h/ 199322. The lot met the required release specifications. A review of the complaints reported as fasle positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 204350 showed that the complaint rate is 0.000310 % respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the interpretation of the result or the specific patient sample.